Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was damaged due to the guidewire being stuck in the lead. The lv lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of the lead wire was stuck inside the lead and the lead got damaged were confirmed. Received a complete lead in one piece. X-ray examination of the lead found bunching of inner coil distal to connector pin and a broken piece of guidewire also found in this location. The cause of the reported events was due to bunching of inner coil distal to connector pin that prevented the removal of the guidewire and excessive forces resulted in broken or separated guidewire in this location. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section h6 - the reported investigation conclusions should be corrected to 61 - unintended use error caused or contributed to event.